Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient visited their healthcare professional (hcp) early in (B)(6) 2016 and everything was "working fine." Then, 2 weeks later, the patient was in bed, couldn't walk, and their parkinson's symptoms were worse. The hcp told them that their parkinson's disease symptoms don't work that way, so the symptoms may be related to an infection. However, there was no evidence of an infection, so stimulation was adjusted. The patient wasn't better afterwards so they saw their hcp who thought a separate doctor may have boosted stimulation too high, so they "cut" stimulation back. No difference was felt by the patient and there was no difference whether stimulation was on/off, or if any adjustments were made, with the patient believing therapy is not working and them wishing they never received the implant. The hcp noted that "this happens to patients." A fall was alleged to be related to the issue, with it confirmed that the patient has fallen numerous times since implant, with no recollection of when the falls happened. Follow up with the hcp is to be conducted. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.